Event description:
It was reported that the procedure was to treat a totally occluded lad. A pilot guide wire was placed and a 2.0/20 balloon catheter was being backed up the wire, when the pt tamponaded. The pericardium was successfully drained and the perforation was treated.